Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted due to nausea, fever, and methicillin-resistant staphylococcus (mssa) bacteremia (blood infection). The infection was treated with vancomycin from 23dec2019-24dec2019 and with cefazolin (ancef) until (B)(6) 2020. No further information was reported

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2019 for nausea and fevers. The patient had a drive line infection. Patient found to have (B)(6) bacteremia treating with ancef until he saw infectious disease (ID) in the outpatient setting. Patient placed on antibiotics. No further information was provided.